Event description:
Obtaining medication pre-procedure, rn attached a pink needle to syringe and inserted syringe into medication and the needle separated from the pink hub which was cracked and the needle remained in the medication.